Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the jaw became not to open after the firing. It was unknown on which firing this event occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B) (6). No information, sorry. As the doctor transferred to another hospital, we could not get any detailed information. But we heard there were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.